Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a mitek sales representative. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an elbow surgery procedure, the customer's gii drill bit was dull. The case was completed with another like-device with no patient harm or delay. The device was discarded by the customer. This report is for a gii drill bit. This is report 1 of 1 for (B)(4).